Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece in one piece measuring 54.4 cm for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or patient anatomy was noted at 47.1cm ¿ 47.9cm from the connector pin.. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.